Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2017 with the following findings: a review of the pump¿s black box showed pump reboots occurred on (B)(6) 2017. The user continued pump use until (B)(6) 2017 with no reoccurring alarms or reboots. There was no evidence of extremes in voltage in the black in box. The battery cap was not returned. There was no damage to the pump observed. During investigation, the pump was run on the user settings for a minimum of 24 hours with no overheating or power defects. The complaint of a temperature issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature issue. There was no damage to the pump was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.